Manufacturer narrative:
The investigation has shown that the affected device, type 8383.426, was subjected to a third -party repair by medworx gmbh. In this third-party repair, a different insulation material and a different plug were used. These facts do not correspond to the design of the needle electrode mono 0 5mm nl 340mm, type 8383.426 from richard wolf gmbh. Therefore we, richard wolf gmbh, cannot make any further evaluations or other statements. Medworx gmbh is not authorized by richard wolf (rw) to carry out repairs or service on rw products. This was an unauthorized repair. The product no longer complies with the rw specifications and is therefore to be treated as a third-party product within the scope of the EU MDR (mdcg2o23-3).

Event description:
On 29/jan/2024, richard wolf gmbh (rwgmbh) were informed by the federal institute for drugs and medical devices (bundesinstitut für arzneimittel und medizinprodukte, bfarm) about a user report from the "klinikum st. Marien amberg". Bfarm case number: (B)(4). The issue is in regards with a needle electrode mono ø 5mm wl 340mm, part ID: 8383.426, batch# 1468475. According to the report, when using the monopolar hook, the insulation fell off during "strobing". Parts of the insulation could be removed from the abdominal cavity, but it is not 100% certain that all of it was actually removed. There was no injury for patient or other personal. The treatment could be completed without critical time delay.